Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens of a -8.0/1.5/094 (sphere/cylinder/axis) into the patient's left eye (os). The lens was implanted and removed for a shorter length lens.